Manufacturer narrative:
(B)(4). R5822a. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a robotic assisted laparoscopic nephroureterectomy, it was a psee45a with a gstw reload and the nurse assisting the case said that she closed the stapler on the vessel and pulled back the red safety and fired the device and nothing happened. She did it again and nothing happened. She did it outside the patient once and fired it and nothing happened. She did it a second time outside the patient and it fired but the knife blade did not return. Then she pushed the firing trigger again and the knife blade came back. They then reloaded it and it fired correctly. Case completed with a pve35a. There were no patient consequences reported.